Event description:
It was reported that the patient had been transported to the hospital by emergency services with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to 418 mg/dl while wearing the pod between 49 and 71 hours on the abdomen. During the evening prior to hospital visit, the pod reportedly became loose and was not securely adhered to the skin. The patient's attempted to reinforce the pod with a bandage, however, elevated blood glucose levels were observed overnight. Symptoms reported include pain, racing heart, headache, low blood pressure, high pulse, stomachache, and a burning sensation in the chest area. The pod was removed by the patient's prior to seeking medical care. Upon pod removal, the patient's reported observing a tear in the pod's cannula. A new pod was applied successfully prior to hospital presentation. The patient's sought medical attention on (B)(6) 2026 and was evaluated at (B)(6). The reported diagnosis specific to the event was hyperglycemia. At presentation, the patient's blood glucose level was reported as 418 mg/dl, with a subsequent value of 337 mg/dl, and ketone levels of 1.9 after eating. Medical treatment included intravenous infusion, potassium administration, and food. The patient's remained under observation for approximately 4 hours and was discharged the same day following clinical improvement.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.